Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain;" "also armpits as swollen glands. The swelling sometimes worsens, and sometimes improves".

Event description:
Patient reported "the patient started to have problems all the time, experienced lumps and pain. The lumps were visible when laid down, and were also armpits as swollen glands, the swelling sometimes worsens, and sometimes improves. The patient has the feeling that the lumps have become more numerous with time and that patient's condition worsens overall". The reported "lumps" have been deemed not device related. This record relates to right side. Device remains implanted.